Event description:
It was reported by the customer that their insulin pump was alarming. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No software error alarm was noted. The motor was tested outside of the device and passed the motor test. No software error alarm could be verified on the history due to an overwritten history file. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.